Event description:
It was reported patient experienced underdose symptoms with a return of spasticity. It was questionable if the patient experienced a urinary problem as well. It was reported an increase of intrathecal (it) lioresal was prescribed. The following day, there was no effect of the medication increase and the patient was still spastic. It was reported a rotor test with a bolus was performed with no rotor movement then a second bolus was performed with rotor movement of 60 degrees. The catheter port was aspirated and contrast medium was injected into the catheter. It was reported that the catheter was in the intrathecal space, no leakage was observed and it lioresal was then increased. It was reported after the second increase on (B)(6) 2013, there was no effect and the patient still remained spastic. Pump was refill two days after reported event and residual volume was noted to be equal to the indicated volume. It was later report that the patient was receiving oral medication to achieve good therapy and the catheter was scheduled for a revision on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the catheter revealed the returned segment passed patency and pressure testing. A non-significant indent was found down in the cup of the sc connector, which did not affect infusion. Also of note was some slight, blue staining of the catheter in a couple areas. This staining was not related to the manufacture of the catheter.

Event description:
It was later reported that the patient¿s catheter was revised; the pump segment was replaced on (B)(6) 2013. The intrathecal portion of catheter was not replaced due to very good cerebrospinal fluid (csf) backflow. The explanted portion of catheter was planned to be returned to the manufacturer.

Manufacturer narrative:
Concomitant products: product ID 8709sc, lot# 0205155494, implanted: (B)(6) 2011, product type catheter; product ID 8590-1, lot# 0205164188, implanted: (B)(6) 2011, product type accessory; product ID 8583, lot# 0205161617, implanted: (B)(6) 2011, product type accessory; product ID 8709sc, lot# 0205155494, implanted: (B)(6) 2011, product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.